Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 5 not worked. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 5 was reported to fail frequently. The field service engineer (fse) reseated the cables to the latch assembly and adjusted the door panels after identifying rubbing interference against door 1. System functionality was verified after adjustment. The system functioned as intended after the field service engineer (fse) resolved the issue.